Event description:
It was reported that during the implant procedure, the right ventricular lead took a lot of turns to extend and retract and the helix popped out each time during testing. The physician did not use the lead and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).